Event description:
Boston scientific received information that this left ventricular (lv) lead got dislodged frequently. All attempts to obtain additional information were unsuccessful. This lv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was surgically abandoned. As the lead will not be returned for analysis, the clinical observations cannot be confirmed. This investigation will be updated should further information be provided.